Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead could not be inserted into the header port of a new device during a generator changeout procedure. The device was replaced but the issue persisted. A different model of device was used and the lead was able to be successfully inserted.